Event description:
Initial reporter indicated the pt would have a battery and lead replacement. Further follow-up was received from the treating neurologist's office that the pt had a "lead break" and will be having their lead replaced. The generator will not be replaced. It was also reported that the "...pt has been unable to feel dosing adjustments and is having pain in the neck area." Revision surgery occurred and a lead break was visualized in the or near the location of the electrodes. A system diagnostics test performed in the or yielded high lead impedance, indicating a possible lead malfunction. The pt did not have any fall or injury preceding the high impedance. The explanted lead was discarded in the or. Good faith attempts are being made for add'l info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.